Event description:
It was reported that the zimmer skin graft mesher comb was bent. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 7 years old and was last returned to the manufacturer for repair on (B)(4) 2009. Investigation of the device verified the comb to be damaged; where it had three tines on the right side that were not present. The device was repaired with new comb, roller, roller gear, side plates, bushings, shoulder bolts, washers, sliding pins, ball detents, new handle, ratchet gear, sliding pin, and spring and lubricated the ratchet assembly. Three cutters, 1.5:1, 2:1 and 3:1 were returned with the device. All three cutters failed to produce an acceptable graft. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.